Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported that he received sensor scan results of 113 mg/dl and 59 mg/dl and compared to readings of 161 mg/dl and 123 mg/dl received by capillary test on an alternative adc meter. The customer further reported he experienced symptoms described as ¿frequent urination and felt weird in his heading" and self-treated with insulin (dose/type unknown). The customer self-presented to the hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) injection. Between 5:15 pm and 10:00 pm, a reading of 87 mg/dl was obtained on the hcp meter and no further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. The customer reported that he received sensor scan results of 113 mg/dl and 59 mg/dl and compared to readings of 161 mg/dl and 123 mg/dl received by capillary test on an alternative adc meter. The customer further reported he experienced symptoms described as ¿frequent urination and felt weird in his heading" and self-treated with insulin (dose/type unknown). The customer self-presented to the hospital where he was diagnosed with hyperglycemia and treated with insulin (dose/type unknown) injection. Between 5:15 pm and 10:00 pm, a reading of 87 mg/dl was obtained on the hcp meter and no further information was reported. There was no report of death or permanent injury associated with this event.